Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to call back if the issue happened again.